Event description:
St. Jude medical was notified that the device was explanted due to reported premature battery depletion. This device was one of the serial numbers included in company's recent advisory.